Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, a pump stop occurred during use of the device. The pump was removed and replaced with no adverse impact to the patient.